Event description:
Reporter alleged customer obtained discrepant blood glucose values of 500, 540, & 89 mg/dl when testing was performed back to back on the advantage system. Reporter did not state the exact time between testing other than the reference to back to back and stated customer can "turn around again and test." No information was provided as to whether any actions were taken or treatment was received. A request was made for the return of the suspect and replacement product was sent.